Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a th11-l5 cement injection into 2a2b portion of the affected vertebra with 3a3b fixation due to l2 compression fracture. It was reported that while injecting cement into the left side of l1, cement filling was initiated before the outer sheath of the cement delivery device was properly fitted into the cement delivery guide. As a result, cement leaked from the side of the cement delivery guide. No abnormalities with the cement itself have been reported. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: part # 6550202, lot # unknown visual inspection confirmed the fns tip is stuck in the screw due to the dried cement leak in the delivery guide. The leakage likely resulted from a failed attempt to deliver the cement into the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.